Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred, and the station displayed a "device not detected on bus" error. The customer attempted to recover the failed drawer; however, the system continued to indicate that maintenance was required. The customer rebooted the device and additionally attempted to shut down the station by unplugging the power cord for 2-5 minutes before restoring power. Despite these actions, the drawer recovery remained unsuccessful and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. A field service engineer found that all smart drawers in auxiliary 2 were not detected on the bus and diagnosed that the smart remote manager had been disconnected earlier in the day by hospital maintenance while fixing a compressor on a hospital refrigerator. Since auxiliary 2 was daisy chained to the smart remote manager, it was no longer connected to the system after the disconnection. The engineer located a spare external pyxis bus cable in the pharmacy, reinstalled the connection between auxiliary 2 to the auxiliary tower, and ran an acceptance test for matrix drawer 7 in auxiliary 2. Upon bootup, all drawers were detected on the bus. The smart remote manager showed as not detected on the bus, but the customer was already aware since the refrigerator was being repaired. The customer inventoried several medications in auxiliary 2, taken from separate drawers. The system functioned as intended after the field service engineer repaired the device.